Event description:
It was reported that there was a malfunction resulting in prolonged insufficient oxygen or fresh gas flow. There was no patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The connector - et control was replaced to resolve the issue. Block a: no report of patient involvement. D4: no UDI available as device was manufactured prior to UDI compliance date. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Manufacturer narrative:
A leak at the etc fresh gas sample tubing connector does not affect the breathing system or anesthesia machine's performance, except for disabling the etc feature. If etc is no longer usable due to a leak, the user is notified. This does not pose a risk as inspired oxygen, agent, and flow values controls remain unaffected. There was no reportable malfunction.